Event description:
Per-q-cath inserted 10-8. On 10-9 during am assessment, the nurse observed the PICC IV hub to be separated from the line. No bleeding or leaking of fluids was noted. The line was removed from the pt and md notified. Question whether there was a defect in the product which caused it to separate at the connection. Baby could have had bad outcome if problem had not been identified so soon.